Manufacturer narrative:
The applicator geometry and the associated autotracking settings are designed to ensure that the leakage dose does not exceed the levels established by (B)(6). Leakage radiation can contribute to peripheral doses that could be detrimental to the patient (as extensively documented in the literature). The peripheral dose may acquire significance, particularly if excessive leakage radiation occurs in proximity of the skin or other sensitive structures (eg eyes). In addition, it is always desirable to keep peripheral doses to a minimum, so as not to increase the risk to individual patients of developing secondary cancer. The information provided on the auto-tracking settings at (B)(6) indicates significantly large changes to default settings, which in our experience, would result in leakage levels above the (B)(6) limits for both average leakage in the patient plane and for the lateral. We cannot, however, quantify the magnitude of the (B)(6) limit violation without carrying out additional tests. From a manufacturer perspective, it is, however, difficult to translate any non-compliance for applicator leakage (even once quantified) into an evaluation of the clinical effects, since these will be dependent on specific patient and mode of treatment, including variety of factors, such as angle of obliquity used for applicator, patient size and cut-out geometry (note that applicators are normally used with a cut-out placed at the end of the applicator that is customized for patient treatment, rather than with the square or rectangular end-frame that is used by manufacturers to test for compliance). The customer device has been returned to the manufacturers specification and has returned to clinical use. We have no evidence of mis-treatment. The customer believes that no significant increase in dose has occurred. However, looking at the auto-tracking adjustments it is likely that iec compliance to the safety standard would be significantly violated. We do not know which settings (applicator-energy combination) has been used on patients.

Event description:
There was adjustment of the auto tracking jaw settings on the agility head (m/c 152570 head s/n (B)(4)) that exceeded the maximum prescribed values. The jaws had been adjusted to reduce penumbra size between the 20% and 90%. The tolerance table only has one set value, with no scope for jaw adjustment. The customer asked for guidance whether the settings that have been applied outside the prescribed limits are acceptable, noting leakage levels. On establishing, the customer was using jaw settings outside acceptable specification, elekta responded that this was outside specification and invalidates (B)(6) compliance. There is a warning message that accompanies the adjustments of these settings. The customer stopped treating the patients once they were aware of the incorrect machine specification. There has been a statement that no mistreatment took place during the period the machine was set-up incorrectly, however, this is based on incorrect measurements of (B)(6) leakage (the method used to measure and evaluate leakage is not as per (B)(6) specification), and lateral leakage has not been considered.